Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited bacteremia. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The rv lead will not be returned.